Event description:
Durina a ptca treatment procedure, the maverick2 15/3.5 mm balloon ruptured at 12 atms during inflation. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending (lad) coronary artery. The lesion was described as a restenosis in an upspecified type of stent which had been placed three years ago. The physician delivered an 8f launcher ebush guide catheter across the lesion, and a runthrough 0.014" guidewire into the lcx and a fielder 0.014" into the lad. The maverick2 15/3.5 mm balloon was initially used to predilate the lesion. (The actual number of inflations performed is unknown, but was reported as 'many'.) The physician subsequently carried out ablation of the lad lesion using a rotablator 2.15 mm device. Two cypher 3.5/18 mm stents were place using the crush stent technique, one originating from the left main extending into the proximal lad and the other originating from the left main extending into the proximal lcx. The lcx stent was post-dilated using an unspecified 3.75/15 mm balloon catheter. The lad stent was post-dilated using an unspecified 3.75/15 mm balloon catheter, but it ruptured at 6 atms. He subsequently attempted dilatation of the proximal lad using the cypher 3.5/18 mm stent delivery balloon catheter, but it ruptured at 20atms. The physician then attempted the kissing balloon technique using the maverick2 3.5/15 mm (from initial lesion predilatation) and the cypher 3.5/18 mm stent delivery balloon catheter, but the maverick 3.5/15 mm balloon ruptured at 12 atms. The physician noted resistence as the maverick2 3.5/15 mm balloon was removed. The balloon rupture was then discovered upon removal of the device. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.